Event description:
The customer reported that the insulin pump was not showing the time left. Troubleshooting was performed, and the device failed the displacement test. The customer stated that the activate button was not functioning when the self test was attempted to perform. Reviewed the alarm history and found low battery and low reservoir alarm. The caller mentioned having high blood glucose of 340mg/dl. Advised the customer that the insulin will be replaced. No further information was provided.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Moisture damage was noted on motor assembly during visual inspection. The insulin pump passed prime, displacement, occlusion, basic occlusion and excessive no delivery alarm test. No motor displacement failure noted. Motor passed motor test.